Event description:
End user called in on (B)(6) 2010 and stated he is having problems with his extender power wheels. He claims the wheels experience a power surge when he is rolling along. He claims his hands are off the hand rims when this occurs indicating he is not giving the unit commands. He claims this has happened on both the wheels left and right, but had occurred more often on the left side. He also hears a clicking noise coming from the left hub. End user also claims his on/off power button is not functioning correctly claims he has to press the on / off button 10-15 times in order for the unit to power on and the unit then gives a long beep when powered on. Client claims that sometime back in (B)(6) 2010, he was thrown from the chair causing him to break bones in his hand, wrist, and arm. He claims he was treated at (B)(6). No further information on severity of alleged injuries sustained.

Manufacturer narrative:
The device has not yet been returned to the manufacturer and it is unk if and when the manufacturer will have an opportunity to evaluate the device. Manufacturer does not have all the details of the injury or event as this time to complete our investigation.